Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator was inoperable. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Technical support troubleshot the issue with the customer over the phone and advised that they check the breath delivery (bd)/graphical user interface (gui) cable. If that did not resolve the issue, then the gui printed circuit board (pcb) may need replacement per technical support. The biomedical engineer was going to run self-testing and call back if further assistance was needed. There was no further call from the facility. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator went "inop" and then came back up. Graphical user interface (gui) reset error code and communication error codes were generated. A circuit disconnect error was also reported. The patient was placed on an alternate ventilator without harm.